Event description:
It has been reported to the co that during the initial flushing of the 5f siteseer catheter, green shavings came out of the tip of the catheter. The device was not being used on a pt and is being returned for the co's analysis.